Manufacturer narrative:
The customer's complaint of the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" and stopped compressions during the patient call was confirmed during the functional testing and based on the review of the archive data. The root cause of the reported complaint was that the brake gap was out of specification and was not adjustable due to a failed drive train motor. Additionally, the customer reported that the UDI label on the autopulse platform had worn off. This observation was confirmed during the visual inspection, which determined that the label degradation resulted from regular use and handling. To resolve the issue, the UDI label was replaced. The archive data review indicated system error - 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. The system error was cleared using apvision3 software. However, the autopulse platform failed further functional testing due to user advisory (ua) 17 (max motor on time exceeded during active operation) error message. The investigation revealed that the drivetrain motor brake gap was too wide, measured at 0.010", out of the specification (0.008" ± 0.001"), triggering the system error and the ua17. The brake gap could not be adjusted and continued to open out of specification; therefore, the drive train motor assembly needs to be replaced to resolve the problem. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn 35423) displayed "system error, out of service, revert to manual CPR" and stopped compressions during the patient call. The customer replaced the lifeband and battery to troubleshoot the issue, but the replacement lifeband failed to retract. Additionally, the customer reported that the UDI label of the platform had almost completely worn off and was unreadable. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.